Event description:
Port was eroding through the skin and had to be removed.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA within thirty days of its conclusion via follow-up MDR

Manufacturer narrative:
The complaint was forwarded to perouse medical, which is where this part was manufactured, for evaluation. The investigation summary is as follows: the device was not returned to perouse medical for evaluation. We contacted the customer and asked for more details about the incident. Unfortunately, the customer doesn't have the defective product to return and is unable to provide further details about the incident. As a result, this complaint could not be confirmed, and the underlying cause of the issue could not be established. The review of the manufacturing batch record of the polysite 2016spi implantable port final product (lot 22090028) did not highlight any deviation that could be the root cause of the incident. This is the second complaint regarding this product code and lot number. Both complaints were from the same customer. Corrective action: due to the missing sample and further information this complaint could not be confirmed, and the root cause of this issue cannot be established. Therefore, no further corrective action was initiated by quality management.

Event description:
Port was eroding through the skin and had to be removed.